Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned for evaluation. A visual inspection found no defects, the functional evaluation found no fault. Due to this we are unable to establish a relationship between the event reported and the device. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the event reported has been reviewed, with similar instances being monitored to determine if additional actions are required. Fail to alarm: it is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. It has not been possible to establish why the device actually stopped pumping, there were no details recorded in the internal event log, however there are multiple reasons why this occurred, including power interruption and the user accidently switching the unit off. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys go device stopped working during treatment. It is unknown if the patient noticed that the pump stopped working at the moment of the failure. No back-up was available the same day. The treatment was continued with another pump that was requested and received afterward. The device gave no alarm when the malfunction occurred. It is unknown if there was any harm to the patient due to the malfunction.